Manufacturer narrative:
The insulin pump alarmed for an unexpected restart after battery installation due to the interface board leaking voltage. No external random access memory error alarms were noted. The insulin pump was received with a cracked case at a the display window corners, cracked battery tube threads, a reservoir tube lip and a scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.